Event description:
The catheter set was implanted as part of a pmcf study with a miethke subsystem (no data available). Due to an infection, the devices were replaced. No patient data available. No patient harm reported. Reason for explantation: infection, gram positive cocci (staphylococcus capitis, staphylococcus caprae, staphylococcus epidermidis).

Manufacturer narrative:
We were unable to examine the xabo catheter set as we did not receive any product for further analysis. Infection is a known side effect. Feedback on the product will be monitored and evaluated in accordance with art. 89 and as part of the pmcf study. This letter concludes the complaint process.